Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The valve was returned with delivery system and sheath. The crimped valve was stuck within the sheath housing and over the inflation balloon shaft.  A review of photos showed the balloon shaft was partially inserted into sheath housing after use in a procedure; sheath shaft was kinked and damaged at strain relief. Visual inspection of the returned device showed one (1) strut was slightly bent outward at the inflow; multiple struts were exposed through the skirt (normal after crimped and used); post-expanded valve:  frame was slightly distorted, and bent strut was corrected. Leaflets were wrinkled and dehydrate due to storage condition (prolong crimping) during the return handling process. All struts exposed through skirt (normal after crimped and used).  No functional or dimensional testing was able to be performed due to device return condition. During manufacturing, the valve frames are 100% visually inspected by both manufacturing and quality for any defects.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the return product, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the patient had very tortuous and calcified vessel¿. The presence of tortuosity and calcification in the access vessels can create a challenging pathway during delivery system insertion through the sheath, and lead to high push force/resistance. To overcome the resistance, excessive force is applied, and it leads to the frame damaged at the inflow and kinked of sheath. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible.¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. A definite root cause was unable to be determined at this time; however, available information suggests that patient factors (access vessel tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Since no product non-conformances were identified, a product risk assessment escalation is not required.  However, per management discretion, product risk assessment was initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration. A corrective/preventative action (CAPA) has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. A separate report will be submitted for esheath liner strand. Investigation is ongoing.

Event description:
As per pre-deco evaluation, the valve had bent strut on inflow side. As reported by our affiliates in (B)(6), prior to the sapien 3 ultra 26mm case, in aortic position by transfemoral approach, the patient had very tortuous and calcified vessels. The esheath was introduced without issue. Due to calcification, the iliac artery was dilated with shockwave bva. Afterwards an attempt to insert the commander ds with crimped valve was unsuccessful. The esheath, commander and valve were removed as a whole unit and procedure continued with a non edwards tavr. There was no injury to the patient. After visual inspection of esheath and commander system, the esheath was heavily damaged/kinked and ruptured distal of tip. The commander was damaged between pusher and balloon. It is suspected that the commander system and esheath kinked during insertion of it into the esheath. The valve was in situ in esheath. Per medical opinion, the perceived root cause, is because the patient had very tortuous and calcified vessel. As additional evaluation, the sheath shaft was damaged and a liner strand was discovered.